Manufacturer narrative:
Note - date of event (B)(6) 2017 was submitted in the initial MDR. In this event date only the month and year is valid, the exact date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed the surgery was not postponed, it was completed. A competitor drill (conmed drill) was used to complete the surgery. Other procedures were delayed until a replacement medtronic drill was provided.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it has been confirmed that the drill and attachments on this report did not malfunction. These devices were replacements; this report was created in error.

Manufacturer narrative:
Concomitant medical products: 1845010: indigo otol straight attachment, serial # (B)(4), lot # 206377037, manufactured date ¿ nov/27/2012, 510(k) # k081475, (B)(4): indigo otol angled attachment, serial # (B)(4), lot # 206315577, manufactured date - nov/15/2012, 510(k) # k081475, UDI # (B)(4). Evaluation was not performed; products were not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that pre-operative the handpiece heated up instantly, within a minute. The hand piece got too hot to even hold in doctor's hand. The angled and straight attachment did not heat up. The surgery was postponed. There was no patient involvement.